Event description:
It was reported that the patient had been experiencing an increase in seizure. Following a reduction in settings and change in medication the patient began to due better. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.